Event description:
It was reported that the patient presented for implant. During procedure, the left ventricular lead was extracted due to the stylet being stuck in the lead. The lead was not used and replaced successfully without adverse consequences to the patient. The patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.